Event description:
It was reported by a customer on (B)(6) 2010 there was diminished tissue vaporization; there was a decrease in fiber vaporization efficiency at 3,481 joules. A failure analysis, conducted by a american medical systems quality engineer, disclosed that the fiber cap burned on the detritus from the gland.

Manufacturer narrative:
The event description the customer reported to ams did not indicate a potential patient safety issue. The device was subsequently returned to ams and analyzed. The information from this failure analysis was received on (B)(4) 2011 and the results of the failure analysis indicated that an MDR was required. The failure analysis disclosed that the fiber cap burned on the detritus from the gland. The fiber cap showed use and exhibited minimal haze. The root cause of the device failure was determined to be use and accelerated by tissue contact. The product labeling (product insert 0127-1410) warns that tissue contact or tissue probing may cause fiber damage or breakage. The product labeling also warns of possible cap detachment in the patient and instructions for retrieving.